Event description:
It was reported that during a laparoscopic cholecystectomy, when instrument was fired the distal end of the clip "scissored" not allowing for proper clip formation. No pt consequence.